Event description:
Additional information: the patient received assistance from her doctor or medtronic representative and her concerns were resolved.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. The patient increased the stimulation amplitude to 10.5 volts and did not feel any stimulation sensation. The patient had only one program to adjust. No known accident or incident related to this event was reported. The patient's stimulation stopped on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.